Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for about 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).